Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed if all other lead measurements are within normal limits consider increasing the out of range value and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.